Event description:
The medtronic infuse caused me significant pain and required me to frequently see a doctor, and take a high level of drugs that doesn't take the pain away, fentanyl patches, morphine, muscle relaxers, and more to sleep.